Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had an unknown mentor tissue expander implanted and experienced deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available at this time. If additional information is made available in the future a supplemental will be submitted.